Event description:
A spine surgeon implanted a cervical plate in 2003. At a routine follow-up examination in early january, 2004, dr observed that the two caudal screws had backed approximately half-way out of the plate. Dr removed the hardware in january 2004. An ortho development product development engineer flew out to meet with the surgeon and determined there was no detectable reason for the screw back out. Dr's office has been contacted numerous times to provide the necessary pt info and as of the time of this report, company has been unable to obtain any other info.